Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient needs an MRI but patient doesn't know if their ins is charged. Technical services (tss) walked patient through attempting to connect to ins with controller, which showed "no device found". Patient stated they don't use their system very often because the charge depletes quickly and then it takes "hours" to charge it again or to even locate the ins. Patient stated they haven't charged their ins in months. Tss walked patient through activating passive recharge cycle which initially showed low 50s on the antenna locate screen but patient was able to reposition to get high 80s. The controller then showed the normal charging screen with controller at 100% and ins in the red charging with excellent connection. Tss reviewed charging expectations and activating MRI mode.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.